Event description:
On 9/10/96 co received a letter and a bottle of test strips from a distributor. Letter indicates that distributor received a complaint from a customer regarding inaccurate blood glucose readings with device. Letter also stated that customer was hospitalized. No other info was provided. On 9/10/96, rep tried to call the contact who was out of the office for the day. The rep will call the contact again on 9/11/96. In a customer support follow-up, add'l info was obtained from pt's wife. She stated that approx six weeks ago her husband was using test strips and obtaining low readings of 40 and 50 mg/dl. Customer had removed the desiccant from the first bottle (leaving desiccant in the bottle) and performed a blood glucose test at 2:00 pm. Result was 40 mg/dl. His wife explained that it was a very hot day and he was having trouble with dehydration. Later at approx 5:00 pm, he afte dinner. He took his normal insulin injection before dinner. At approx 6:00 pm he performed a blood glucose test and the result was 300 mg/dl. He took his normal insulin injection before dinner. At approx 6:00 pm he performed a blood glucose test and the result was 300 mg/dl. He did not feel his blood glucose was high, but rather very low. He called his wife at work. He was crying and having a hard time with the children and the heat. He was unable to eat ice cream fast enough to elevate his blood glucose and he was disoriented. His wife called the pt's mother and asked her to go over and see if he was all right. When the pts mother arrived, he was on the floor with a pillow. He was having difficulty with the children and he was frustrated because he could not eat enough to stop the low blood glucose reaction. His mother called his wife at work and explained what was happening. Hiw wife called the paramedics who transported him to the hosp. The pt's blood glucose level was 40mg/dl (meter type known) upon arrival at the hosp. The pt was given orange juice, glucose tabs and water because he was dehydrated from the heat. He was released from the hosp one hour later. His wife stated that there was no way to determine the cause of the problem. Heat and stress were significant factors. She also stated that his hemoglobin a1c test was a "non-diabetic" result (no specific result was reported). The customer returned test strips were evalueted on 9/24/96. One opened bottle containing one strip without desiccant was returned to co for evaluation. The test result of the single returned strip fell below the specification for blood glucose accuracy. Pt's wife stated when second bottle was opened, the desiccant was left inside the bottle. However, upon receipt of the returned product by co, the desiccant was absent. Absence of desiccant for returned bottle explains low blood glucose reading obtained by co.